Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the user interface was defective and in need of replacement. Replacement of the user interface was not performed since the customer did not accept the quotation. No log files have been provided. The user interface contains all controls used to set the ventilation and monitoring parameters. Ventilation parameters as well as other important information are shown on the user interface display. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I. - corrected brand name: servo-I base unit. D4 ¿ version or model #: - previous version or model #: servo-I. - corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator did not turn on. There was no patient harm. Manufacturer's ref. #: (B)(4).